Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low suspend alarm from the sensor. The customer's sensor reading was 40 mg/dl and it alarmed him. The customer checked his blood glucose and it was in the 120's mg/dl. The customer was advised of the best calibration schedule with customer.